Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: between implantation on (B)(6) 2020 and the initial report date on (B)(6) 2023 section d6b - explant date: not applicable, lens remains implanted, therefore not explanted section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced visual defects a few months after undergoing surgery to replace the crystalline lens with the non-preloaded monofocal intraocular lens (iol). These visual defects were diagnosed as negative dysphotopsia. Through follow up we learned that the patient has been trying glamidiol eye drops and pilocarpine without any positive effects but with mild headaches. The patient experiences significant difficulty in carrying out daily activities and has lost the ability to enjoy hobbies such as painting, reading, cycling outdoors, and driving vehicles. No additional information was received. This report is for the right eye (od) of the patient. A separate report will be submitted for the left eye.